Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events as well as low flow alarms. The submitted log files collectively contained data intervals from (B)(6) 2020 through (B)(6) 2020, a low speed event was captured which resulted in a pump stop while the patient was connected to the power module. One motor stopped alarm was captured during the pump stop event and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Transient low flow hazard alarms were captured on (B)(6) 2020. When the estimated flow dropped below the low flow threshold of 2.5 lpm. These alarms did not appear to be associated with elevations in pump power or pi events. A specific cause for these findings could not be conclusively determined through this evaluation. Despite the observed events and alarms, the pump appeared to function as intended. Excluding the low speed and pump stop events, the pump operated above the low speed limit for the duration of the files. The account reported that the patient was experiencing ¿connect to power¿ alarms while on battery power. Upon the account¿s interrogation of the pump, a pump stop was observed. The vad coordinator requested an ungrounded patient cable. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. In reference to pump flow, the IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4 of the IFU further addresses the pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a connect to power alarm while supported by battery power. Device interrogation noted multiple pump stoppage and low speed events. A few intermittent low flow events were noted on (B)(6) 2020 and (B)(6) 2020. The patient was issued a unshielded patient cable. No further information was reported.